Event description:
It was reported that an inflatable penile prosthesis (ipp) lgx cylinders and pump were explanted due to pain in the glans near the base of the penis. The physician believes the lgx cylinders possibly caused the pain by lengthening too much. The original reservoir was found to be in working condition, and used with the new pump and cx cylinders. This device was originally implanted in 2009, and operated without an issue until now. The patient is expected to fully recover.